Manufacturer narrative:
Technician lubricated latch mechanism to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until wer are current.

Event description:
Account states siderail broke. Siderail latch mechanism not engaging.